Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the station had multiple issues with drawer 1.1 mini multi pockets. The mini drawer was replaced to resolve. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: a1, b5, d4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-jan-2022 to 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had multiple issues with drawers 1.1 mini multi pockets. A field service engineer replaced the wide mini drawer to resolve the issue, which was mentioned in work order (B)(4). The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system repeatedly failed, delaying a case. The customer added that rebooting the station would return the scanner and keyboard to its intended function. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending, a supplemental report will be submitted when the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system repeatedly failed, delaying a case. The customer added that rebooting the station would return the scanner and keyboard to its intended function. There were no adverse events or injuries reported based on this event.